Event description:
It was reported to medtronic neurosurgery that the valve presented hyper drainage causing ventricular collapse and a subdural hematoma. According to the report the valve did not perform like a medium pressure. Reportedly, there was no injury to the patient and the patient is well.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, pre-implantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, pre-implantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional/corrected information: the patient's initials, gender, age and weight have been updated. (B)(4).